Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3887-33, lot# j0225566v, implanted: (B)(6) 2002. Product type: lead. (B)(4).

Event description:
It was later reported that the revision procedure went great and the patient was doing well afterwards, with coverage in needed areas. The patient was receiving effective therapy post-operatively.

Event description:
It was reported that the implantable neurostimulator was replaced and a pocket adaptor was added. The reporter stated that the device had not worked since (B)(6) 2012. It was reported that the patient was getting stimulation at that time and since then had not undergone any serious trauma or falls. A follow-up report will be made if additional information becomes available.